Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set leaked. The event was further described as ¿transfer set was leaking at the threads that open/close¿. This occurred during training for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event, however the patient was put on oral antibiotics for three days. No additional information is available.